Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The root cause for the failure was the cable connecting ECG "d" and ECG "d" was pulled from the strain relief, damaging the +5v wire wires in the cable. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing check belt messages.